Event description:
Per the report, "they are not allowing anything to be injected into the patient. It just stops and won't allow anything to pass through. I unfortunately had the experience of needing to be stuck more than once because the injection stopped, but there was still more to be injected. If I didn't work here, I would have been very upset. I can only imagine how patients who come frequently must feel having to be poked more than once or even twice because the needles we use repeatedly fail to perform their sole function."

Manufacturer narrative:
Per the report, "they are not allowing anything to be injected into the patient. It just stops and won't allow anything to pass through. I unfortunately had the experience of needing to be stuck more than once because the injection stopped, but there was still more to be injected. If I didn't work here, I would have been very upset. I can only imagine how patients who come frequently must feel having to be poked more than once or even twice because the needles we use repeatedly fail to perform their sole function." Due diligence has been completed. Despite good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.